Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of three reports regarding c4601s - cusa excel 23khz standartip (same reporter, same product ID, same lot number, different patients). A new c4601s tip was used with a c2600 cusa handpiece during liver surgery. The user turned off the cusa excel main switch and then turned it on. The "test" button was pushed. Then, it was reported that the tip was broken in two parts after 15 minutes. The panel showed the tip alarm. Additional information was requested from the distributor and on (B)(4) 2014, the following was provided; the product was being used during liver surgery on a (B)(6) year old male patient at the time the tip broke. The distributor did not know the circumstances of how the tip broke. The tip was not being used near of next to another metal instrument. There was no patient harm or injury. There was no surgical delay. A replacement tip was available to be used. It was reported that the tip has previously been used on time before.